Event description:
In 2006, the pt started complaining of experiencing an unusual sick feeling accompanied by lightheadedness. He has had artifacts on the atrial lead printout for over a year now. He has had several appropriate shocks. His amiodarone was increased to help his arrhythmias. The pt's symptoms began to worsen fifty-one days later. He called our office 2 days later and he reported that when he moved his arm across his body he could elicit this same sick feeling. The pt came into the office five days later and his device was interrogatred by boston scientific personnel. Patient did have appropriate shock the previous month. The patient showed the representative and the dr what happened when he moved his left arm across his body. When he did the maneuver, the tracing went from normal to an erratic artifact. When he moved his arm back, the artifact went away. It was determined that there may be some type of leak in the atrial lead that was stimulating a nerve. The pt had a lead revision, the old lead was removed and a new one was placed. Upon interrogation of the device post revision the printout was still showing the noise/artrifact on that lead. It was then that the dr determined that the device was malfunctioning and needed to be replaced. He removed the old device and inserted a new generator, guidant model #h219. Pt was stabilized and released from the hosp the same day.